Event description:
The ortho summit processor instrument reportedly did not aspirate or dispense correctly and did not generate an error message. No death or serious injury was associated with this incident.